Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced a return of pre-implant pain approximately 4 weeks after being implanted with the superion indirect decompression spacer. Imaging taken in the field confirmed the spacer had migrated anteroposterior from between the l4/l5 lumbar vertebrae. The physician assessed the cause of the spacer having become dislodged was due to the patient being active too soon after implantation, not allowing enough time to heal. The patient underwent a procedure where the spacer was removed and did well post-operatively.